Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside anterior cruciate ligament surgery the size indicated on the packaging was 8 but the flip cutter was actually a 9. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 14-may-2025: it was confirmed that the error was detected while working on the patient. There were no effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1204as-80 batch 4078139649 was received for evaluation. Visual inspection revealed that the tip cutter size was laser marked as # 9. Multiple scratches were noted. The cause of the reported failure is a supplier manufacturing process issue. According to the bill of materials (bom), drawing c2359 at revision 12, component c2363-05 8mm cutter tip must be assembled into the shaft of an ar-1204as-80 the complaint allegation was confirmed based on the related nonconformance findings.